Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Caller disconnected before troubleshooting was completed, and technical support planned follow-up for further assistance, with no additional information received regarding the outcome of the event.